Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a downstream occlusion alarm was confirmed during product evaluation. The reported condition could not be reproduced; therefore, no assignable cause was made and no repair was necessary. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. A device history review was performed finding one exception during manufacturing, however, the device was re-tested and found to be performing as designed.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with a downstream occlusion alarm. It is unknown when or in which care area this event occurred. This event may have been a false downstream occlusion alarm. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.